Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported the surgeon removed an aequalis press-fit anatomic humeral prosthesis and aequalis glenoid anatomic implant at (B)(6) hospital. Due to suspected (not confirmed) infection. A cement zimmer spacer was implanted. Aequalis press fit stem (unknown catalog number), medium poly glenoid - unknown catalog numbers.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Photos of explanted devices are not sufficient to carry out product inspections. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported the surgeon removed an aequalis press-fit anatomic humeral prosthesis and aequalis glenoid anatomic implant at st vincent¿s private hospital east melbourne. Due to suspected (not confirmed) infection. A cement zimmer spacer was implanted. Aequalis press fit stem (unknown catalog number), medium poly glenoid, unknown catalog numbers.